Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had an unexpected shutdown during patient use.

Event description:
N/a.

Manufacturer narrative:
Corrected field : h6 ( health effect ¿ impact codes ). Updated field : b4, g3, g6 , h2 , h11.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) had an unexpected shutdown during patient use. No patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, b5, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse was able to confirm the reported malfunction with fault # 118 found in the logs. The fse replaced the power management board. The fse connected the unit to a/c power and allowed the device to run on internal trigger at 120bpm for approximately 90 minutes without any alarms or abnormal function occurring. The fse discovered that the low-pressure helium transducer would not calibrate. The fse continued troubleshooting. The fse replaced the helium reservoir assembly. The unit passed all performance and safety tests according to factory specifications. The iabp was returned to the customer.